Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure a non-target lesion located in the proximal svg to distal rca was treated with the placement of 2.5 mm x 28 mm ion non-study stent.

Event description:
(B)(4). Same patient as MDR ID: 2134265-2013-04877 and 2134265-2013-05395. It was reported that post percutaneous coronary intervention worsening at the ostium of the vessel and additional narrowing proximal to the first stent occurred. In april 2012, the subject presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed and was enrolled in the ion us coa study. Target lesion #1 was located in the distal saphenous vein graft to distal right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm. After the placement of the 2.50 mm x 20 mm ion us coa study stent in the lesion, there was "worsening at the ostium at about 20 mm length of the vein graft as well as some worsening just proximal to that" for which intracoronary nitroglycerine was given, no change occurred. Subsequently a 2.5 mm x 28 mm ion stent was placed at the ostium of the right coronary artery. Even after the continuous nitrates administration, a significant stenosis or narrowing was demonstrated just proximal to the first study stent (2.50 mm x 20 mm) which was treated with the placement of 2.50 mm x 12 mm ion us coa study stent. Following post dilatation, the residual stenosis was 0%. After the procedure, the subject was discharged on aspirin and clopidogrel.